Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this reported event. The lot met all release criteria. The investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval of a vena cava filter approximately five months after implantation, imaging identified a detached filter limb that appeared to be embedded in the ivc wall. The filter was successfully removed and attempts were made to remove the detached limb with a snare device, without success. There was no report of patient injury.